Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment. Per add'l info received, the pt also experienced vaginal mesh erosions/exposure requiring excision surgery; she subsequently required 3 add'l surgeries as a result of the initial implantation surgery. She also suffered from recurrent urinary tract infections, recurrent stress urinary incontinence, rectocele, menorrhegia, symptomatic cystocele, anterior compartment defect, uterovaginal prolapse, worsening urinary incontinence, vaginal extrusion of a gynemesh for a cystocele, intrinsic sphincter deficiency, dysuria, chronic mixed incontinence and vaginal discharge with an odor.